Event description:
The end user reported that three wafers were found to have moldable starter holes that were off-center prior to their use. The customer felt that this defect rendered the product unusable. Typically, the usual wear time for these wafers is four days. No photo is available at this time.

Manufacturer narrative:
Device 1 of 3. Based on the available information, this event is deemed to be a reportable malfunction. Photograph, video and/or physical sample evaluation: ·no photograph associated with this case was received. No return sample had been received for this complaint. Batch record revision results: l0ot 3l00628 was manufactured on 03/nov/223, in convex 2 pc line, with a total of (B)(4) market units (mkus). The complaint investigator performed a batch record review on 29/apr/2025, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material ID 1156500 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue was found within the documentation. Historical complaints review: on 29/apr/2025, complaint investigator ran a query in database in order to verify the complaints reported for 3l00628 lot for the malfunction "skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (moldable only)" and as result no additional type 2 complaints were identified during this search as per work instructions wi. Historical nonconformance review: on 29/apr/2025, complaint investigator ID ran a query in trackwise looking for any in process nonconformance / corrective and preventive actions CAPA(s) associated to the malfunction "skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (moldable only)" for the lot number 3l00628 and as result, no nonconformance / corrective and preventive actions CAPA(s) for this malfunction code were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction, the following tests were performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: adhesive to convex disc centering (visual): not less than 0.095" (2.4mm) from ID of the adhesive center hole to ID of the convex disc at any point. (Quality control qc tool 1289). Picture frame srp: not less than 0.504" (12.8mm), width of the srp left at any point on the picture frame. (Quality control qc tool 1342-1). Picture frame srp to convex disc centering: not less than 0.040" (1.0mm) from the outer diameter of thermoformed disc to collar srp kiss cut inner diameter. (Quality control qc tool 1344-1). Frequency: hourly. Sample quantity: 5 samples. Acceptance criteria: accept = 0 / reject = 1. Defect rate analysis: there have only been three defective parts confirmed to date from a lot size of (B)(4) products. This represents a defect rate of only (B)(4) which is well within an appropriate acceptable quality level (aql) for leakage which should be (B)(4) based on our process instruction (pi). In addition, all the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of (B)(4) this issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusions: a review of batch record was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancies related to this issue were found within the documentation. Additionally, a review of historical complaints was performed, and no additional complaints were identified, and a review of historical nonconformances showed no additional nonconformances. This issue will be monitored through the post market product monitoring review process, standard operating procedure sop. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.